Event description:
Customer reportedly received results of 93 mg/dl and 282 mg/dl within 10 minutes on the advantage system. Customer administered "aspart" after obtaining the reported results. No adverse event reported. Requested return of suspect device and replacement was sent.